Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received indicating no other devices were used with the mc prior to the encountered resistance. There was no difficulty removing the device from the patient. Neither the mc nor the stent were reported as being kinked/bent. Complaint conclusion: as reported by the field, during the use of a prowler select plus 150/5cm microcatheter (606s255x, 30894119) an unspecified stent became impeded in microcatheter tip and could not pass through it. The physician retracted the device and switched to a new microcatheter to complete the surgery. The stent was not replaced. There was no patient injury report. Additional information was received indicating no other devices were used with the mc prior to the encountered resistance. There was no difficulty removing the device from the patient. Neither the mc nor the stent were reported as being kinked/bent. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no damages nor anomalies were noted. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od).the device was flushed with a laboratory sample syringe. After that, a 0.018-inch lab sample guidewire was inserted into the received microcatheter. The guidewire could be advanced until it came out from the distal tip of the microcatheter without noticeable resistance. A manufacturing record evaluation was performed for the finished device 30894119 number, and no non-conformances related to the malfunction were identified. Although the functional test could not be performed with the involved enterprise system, the guidewire being able to pass through the entire length of the microcatheter indicated that it was not obstructed. According to the risk documentation, a therapeutic device unable to be delivered is a potential issue that can occur when the microcatheter is damaged or kinked during use. Other circumstances or problems may have occurred during the use of the device that could not be replicated during the analysis. Therefore, the customer complaint regarding a microcatheter obstructed was not confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during the use of a prowler select plus 150/5cm microcatheter (606s255x, unknown lot) an unspecified stent became impeded in microcatheter tip and could not pass through it. The physician retracted the device and switched to a new microcatheter to complete the surgery. The stent was not replaced. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.